Event description:
It was reported that the customer had been experiencing high blood glucose levels for three weeks due to her husband's recent death. The customer's blood glucose was unknown. The customer stated that she was able to prime the tubing, but, when in the fill cannula stage, the numbers did not count, start or move. The customer stated that it just showed .02 and blinked after pressing the act button. Assisted the customer with changing the amount at the fill cannula to .3, and the insulin pump was able to deliver. The customer stated that she would call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.